Event description:
During patient treatment, the 3100a's mean airway pressure dropped suddenly and the driver stopped. The patient was bagged during troubleshooting, then placed on a conventional ventilator without compromise.